Event description:
Rptr complains of stomach problems beginning 1980-gastritis-still has every day. Also kidney cancer & removal of kidney 1994. Breast implant rupture discovered by MRI & drs deemed removal necessary. Rptr had removal of ovary 1986 & total hysterectomy in 1993. She had chiropractic sessions in 1994 for back pain. She has nausea almost every night, slight arthritis in hands, foot & hip.